Event description:
On 20th september 2024, it was reported by an arthrex employee via email that an ar-8850, centerline¿ endoscopic carpal tunnel release instrument, was not aligned upon attaching to the ectr lens. It was slanted to the left about 30 degrees hence the view was not straight. This was detected during use in a ectr procedure on (B)(6) 2024. The procedure was completed successfully as the device was continued to be used despite the misalignment.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Visual evaluation of the photo provided by the customer revealed an obstructed visual, the tip of the plastic shaft is in view. Complaint allegation is confirmed. Based on the information provided arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.